Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated her husband found her passed out and called the fire department. When the fire department arrived, they checked the patient¿s bg and the meter was reading 20mg/dl. They administered the patent with glucose via intravenous (IV) therapy and when they left, the patient¿s bg was at 199mg/dl. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.